Event description:
The patient was undergoing a thrombectomy procedure in the m1 section of the internal carotid artery using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician attempted to use syringe aspiration on the ace catheter; however, the physician was unable to aspirate the thrombus. The physician attempted unsuccessfully to aspirate three more times using a syringe. The ace catheter was removed and found to be fractured near the distal tip. The procedure successfully continued using percutaneous transluminar angioplasty. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.